Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 259 mg/dl at time of incident and current blood glucose level was 250 mg/dl. The customer¿s blood glucose level was 35 mg/dl and 215 mg/dl. The customer was assisted with troubleshooting. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.